Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in (B)(6) 2022 the patient noticed that the controller was faulty and would not hold a charge.  The patient notified a manufacturer representative (rep) who redirected them to contact patient services to request a replacement recharger. Also, the patient mentioned that the implanted neurostimulator (ins) would go from 100% to 0% in less than 48 hours and kept dying despite not having changed their programmed settings. Patient services redirected the pt back to the rep for assistance and noted they would send an email to repair. No symptoms reported. Pt called back repeating information that the implant battery doesn't hold a charge and they believe it to be faulty. Caller mentioned that they were given a new controller (which they said made no sense as there was no issue with the external equipment) and of course that did not change anything. Agent reviewed implant battery depletion rate information/expectations. Caller stated they were told by the rep that they would only have to charge the implant once every 7-8 days. So if that is not true we need to train the reps better. Caller stated they would have never gotten the device if they knew they would have to charge daily. In addition, pt reported that they are not feeling stimulation in the correct location. Caller stated that they have met with the doctor and the medtronic rep (3 different reps) 4 times for reprogramming; they still can not get stim in the lower back and are only feeling it in ribs, testicles or legs. Never in the targeted problem area. Caller confirmed that they had a successful trial. Caller stated that the doctor nor the reps know why they cant figure it out. Caller stated they had x-ray done to confirm that the lead has not moved. Caller stated they even had the "attachment done" where they open them in the thoracic spine and they anchor the lead down and they still cant not figure it out. Caller stated the doctor said everything looks as it should. Caller wants to know what mdt will do to help with their situation or what would be next steps. Caller stated they are out 9k on this surgery and are getting no relief.